Manufacturer narrative:
The associated complaint devices were not returned for evaluation. It was reported that the revision surgery was performed due to postoperative stretch deficit. After repeated requests, smith and nephew has been unable to obtain devices information. Smith and nephew has an outstanding request with the reporter for the related products data. As device details were not made available, a review of device history record and complaint history cannot be performed. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered at this time. Should additional information be provided, the clinical/medical investigation will be reopened. Without the return of the actual product involved and products information, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to postoperative stretch deficit. Unknown devices information.